Event description:
Same case as MFR#: 2134265-2009-01675. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. This is the case of treatment for restenosis of a 5.0x15mm non-bsc stent. The 80% stenotic lesion was located in the ostium of the non-calcified and mildly tortuous right renal artery. The physician advanced the 6.0-20mm sterling balloon catheter to the lesion to pre-dilate and the balloon slipped several times during dilation. Then, the physician switched out the sterling balloon catheter for a 6.0-40, 80 wanda balloon catheter and on the first inflation, inflated the balloon to 12atms "for about five minutes", and the balloon ruptured. There were no pt complications. The device was removed intact. The physician then reused the 6.0-20mm sterling balloon catheter and successfully dilated the lesion even though it slipped again during dilatation. Pt status is reported as "good".

Manufacturer narrative:
Pt over 18 years. Device evaluation: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).